Event description:
The customer contacted stryker to report that their device stopped several times during an intervention. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was unable to duplicate the reported issue. The technician downloaded the electronic records for review. The reported issue was able to be verified. The battery pins were replaced as a precaution. The customer was informed to install battery correctly during use. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device stopped several times during an intervention. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.